Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. As received, the belt unable to complete an ECG falloff test. Upon investigation the electrode belt ECG cable was broken, damaging a wire in the cable near the connector.. The root cause for the damaged cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.